Event description:
It was reported while using bd safetyglide¿ needle only, 25 g the needle was clogged. There was no report of patient impact. The following information was provided by the initial reporter: patient was delivering injection of testosterone cypionate 200 mg/ml ndc 0143-9659-01. Medication was removed from the rx bottle using the bd plastipak 3 ml syringe. Patient removed the needle from the syringe and replaced it with the bd safetyglide needled (25g) to inject the medication into left thigh. The medication would not flow through through the needle and into the injection site, despite pushing down hard onto the syringe. Patient remove needle and forced some liquid through the needle then stuck the right thigh and was able to force the liquid into the muscle.

Manufacturer narrative:
H.3. A device evaluation and/or device history review is anticipated but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported while using bd safetyglide¿ needle only, 25 g the needle was clogged. There was no report of patient impact. The following information was provided by the initial reporter: patient was delivering injection of testosterone cypionate 200 mg/ml ndc 0143-9659-01. Medication was removed from the rx bottle using the bd plastipak 3 ml syringe. Patient removed the needle from the syringe and replaced it with the bd safetyglide needled (25g) to inject the medication into left thigh. The medication would not flow through the needle and into the injection site, despite pushing down hard onto the syringe. Patient remove needle and forced some liquid through the needle then stuck the right thigh and was able to force the liquid into the muscle.

Manufacturer narrative:
H.6. Investigation summary: one photo was provided to our quality team for investigation. The photo shows a syringe, one packaging blisters of needle assembly and one packaging blisters of a syringe. No other information can be obtained from the photo. Based on the investigation and with no sample analysis the symptom reported could not be confirmed. Furthermore, a device history record review showed no rejected inspections or quality issues during the production of the provided batch number that could have contributed to the reported defect. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored monthly. Our business team regularly reviews the collected data for identification of emerging trends. H3 other text : see h10.